Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the cadiere forceps instrument tip was damaged. The broken fragment fell inside the patient but was retrieved during the same surgical procedure. The surgeon noted that the instrument did not collide with any other instruments or other hard material during the surgical procedure. The user continued with the procedure using the backup instrument with no further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and was in use for approximately 15 minutes with no functional issue observed. The fragment was successfully retrieved laparoscopically. No additional surgical procedure was required to remove the fragment. No known post-operative tests were performed to check for remaining fragments. The patient has not experienced any post-surgical complications related to fragment falling inside and the removal of the foreign object. The patient has not returned to the hospital for post-operative treatment related to the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found that the instrument grip was broken at the grip base around the yaw pulley. The broken piece was returned and measured approximately 0.210" x 0.685." When matched with the instrument, there was confirmation of no additional missing material. The known common cause of this issue is indicative of excess force applied to the instrument, which is considered mishandling and misuse. A review of the site's complaint history does not show any additional complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an isi product surveillance specialist and the following was observed: the alleged event occurred on the third use of the instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastrectomy procedure, the cadiere forceps instrument tip was damaged. The broken fragment fell inside the patient but was retrieved during the same surgical procedure. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.